Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the cartridge and battery caps were not returned. A test battery cap was used to verify steps. A reivew of the black box revealed evidence of call service (cs) 078-0008 alarms. The pump was exercised for 24 hours with no cs 078-0008 alarms duplicated. Unrelated to the complaint, the pump case was removed; there was moisture damage found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.